Event description:
It was reported that: the infusion solution was found to be leaking from near the hub of the proximal lumen during placement. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred.

Manufacturer narrative:
Qn # (B)(4). The customer returned one, 3-lumen PICC catheter for analysis. No obvious signs of use were observed. After failing functional testing, microscopic examination revealed there was a hole on the catheter body adjacent to the juncture hub. In addition, the catheter body appeared to have creases or striations towards the juncture hub. The catheter body from the distal end of the juncture hub to the distal tip measured 22.1785" which is not within the specification limits of 21.921"-22.171" per catheter product drawing. The catheter body outer diameter measured 0.08140", which is within the specification limits of 0.077"-0.084" per the catheter body extrusion product drawing. The proximal extension line outer diameter measured 0.09470", which is within the specification limits of 0.093"-0.097" per the proximal extension line extrusion product drawing. The proximal extension line inner diameter measured 0.062", which is not within the specification limits of 0.055"-0.059" per the proximal extension line extrusion product drawing. The PICC catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A 10ml laboratory syringe was used to flush each extension line. No leaking was observed when the distal or medial extension lines were flushed. Leaking was observed coming from where the catheter body meets the distal end of the juncture hub. Reference "leak test proximal ext line" for video of leaking when the proximal extension line was flushed. A manual tug test confirmed the distal and medial luer hubs were securely attached to their respective extension lines. Feedback from manufacturing indicated that the defect is generated during the molding process when the tool pinches the extrusion. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a catheter leak was confirmed through investigation of the returned sample. Leaking was observed from a hole on the catheter body adjacent to the juncture hub. The appearance and location of the damage is consistent with damage resulting from the molding process when the tool pinches the extrusion. Based on the appearance of the damage and feedback from manufacturing, the probable root cause is manufacturing (molding) related. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the infusion solution was found to be leaking from near the hub of the proximal lumen during placement. Therefore, the catheter was removed and replaced with a new kit. No injury to the patient occurred.